Event description:
On 07/08: customer reports during a ureterolithotomy on a female pt under general anesthesia, the fluoro failed. Staff was not able to re-boot the room successfully and pt had to be moved to another room. No reported injury. Pt is fine.

Manufacturer narrative:
Customer did not call liebel flarsheim service to evaluated the system. Follow up call to customer by product monitoring finds, when the customer initially re-booted the system, they forgot to cycle a button on the table. Once the customer recycled the power in the proper sequence, the room started functioning correctly, and has functioned correctly since the event. Customer does not require service evaluation. System in full service by the customer.